Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual inspection was performed on the returned device. It was reported that the procedure was to treat the left carotid artery. It should be noted the nc trek instructions for use states: the nc trek coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion b) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the left carotid artery, a non-abbott stent was implanted and during post-dilatation a 4.5 x 15 mm nc trek balloon dilatation catheter (bdc) was inflated twice to 10 atmosphere for 10 seconds. However, during the second inflation attempt the balloon would not deflate. The balloon was intentionally punctured; the bdc and guide catheter were removed together as a system. A different bdc was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay or adverse patient effect. No additional information was provided.